Event description:
It was reported that during a colon resection, the device fired an incomplete staple line. The procedure was completed with a like device. There was no adverse consequence to the patient.